Event description:
Needle pull off. Customer states needle pulled off suture prior to surgery. There are no adverse consequences to the pt attributed to this event. Note: outcome to pt does not denote adverse event. MDR regualtion of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.